Event description:
It was reported by the pt that following an angiogram pt required repair of the vessel. Subsequently, the pt reports that "the wound started to ooze pus through the sutures". An unspecified second procedure was performed. The pt admits requiring additional surgery to correct a "scar bridge", but due to underlying health conditions, it cannot be performed.